Event description:
Customer reported a cracked and shattered touchscreen on their insulin pump, rendering the screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery. Instructions were given on how to put the pump into storage mode and return it with a pre-paid label, which the customer acknowledged and understood.